Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them the device had not worked in four years. The patient was planning to have the device removed in (B)(6) and to leave the leads in. No patient symptoms reported.